Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a change in therapy effect with increased baseline spasticity. The symptoms were noted following a new pump and catheter implant. The pt was in a "rehab facility" at the time of this report. Troubleshooting was being considered. It was later reported that the pt also experienced weakness. It was unk by the reporter if the event was attributed to the devices. The pt had or will have a revision. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.